Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that the pod site has blotchiness that looks like a rash and is puckered up at the injection site. The area of his skin looks like a burn, the size of the pod, and the skin peels off. He was given a steroid cream by a dermatologist at the hospital. No diagnosis was provided. Pod wear was between 1 and 4 hours. The exact date of the event is unknown.